Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon approximately 4mm proximal to the proximal edge of the distal makerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified one severe kink on the shaft of the device approximately 460mm distal to the strain relief. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the shaft that could have contributed to the damage identified.

Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 10 atmosphere (atm) in 30 seconds. The device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported. Patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 6.00 mm / 2.0 cm/ 90 cm peripheral cutting balloon selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 10 atmosphere (atm) in 30 seconds. The device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported. Patient condition was good post procedure.